Event description:
This is filed to report gripper actuation issues. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr). When the first xt (lot:21109r1046) clip was positioned towards the valve, one of the grippers was not functioning. The clip was removed and a replacement xtw (lot: 30125r1085) clip was then attempted to be used. During insertion of the xtw clip into the steerable guide catheter (sgc), damage to the introducer was observed. The tip of the introducer was torn. A replacement clip was then used to successfully to complete the procedure. There were no reported adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced in b5 will be filed under a separate medwatch report number.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was confirmed via returned device analysis. Additionally, it was observed that the gripper cover (no tactile marker side) was pinched by the harness. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of the analysis, the reported difficult to open or close (gripper actuation - single) was due to the gripper cover being pinched by harness. A cause of the observed gripper cover being pinched by harness (irregular appearance) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip referenced in b5 will be filed under a separate medwatch report number.

Event description:
This is filed to report gripper actuation issues. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. When the first xt (lot:21109r1046) clip was positioned towards the valve, one of the grippers was not functioning. The clip was removed and a replacement xtw (lot: 30125r1085) clip was then attempted to be used. During insertion of the xtw clip into the steerable guide catheter (sgc), damage to the introducer was observed. The tip of the introducer was torn. A replacement clip was then used to successfully to complete the procedure, reducing mr to grade 1. There were no reported adverse patient effects and no clinically significant delay.